Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have an internal magnet placed on the fixture due to skin overgrowth at that implant site.